Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that her onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that alleged inaccuracy began on ¿(B)(6) 2014 at 10 pm¿. The patient reported obtaining an inaccurate erratic blood glucose result of ¿147, 47, 72, and 36 mg/dl¿ on the subject meter, tested within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient does not currently takes insulin (self-adjuster) to manage her diabetes and denied taking any action to their usual diabetes management routine due to the alleged issue. The patient stated at an unspecified time after the product issue began, she developed symptoms of ¿dizziness, sweating, rapid heart¿. The patient reported on ¿(B)(6) 2014 same time¿. She self-treated with more food/drink after the alleged issue. At the time of troubleshooting, the cca determined that an approved sample site, the correct testing procedure and unit of measure was used at the time of testing. Cca also noted that the patient did not have control solution; the strips were stored correctly and within expiry date. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.